Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
Investigation summary: hypotension: the cause of the injury was not determined due to insufficient clinical details. Red handle leak: the cause of the issue was not established as no product or images were returned to confirm cause of leak. Major bleed/access site adverse event: the cause of the issue was not established as limited clinical information was provided manufacturer's reference number: (B)(4).

Event description:
It was reported that an impella 5.5 was inserted via the right axillary artery. The red impella plug started leaking blood at the end of the case, soon after the right axillary pocket was surgically closed. There was a concern for possible nick of impella catheter during closure. Impella flows remained stable. The patient also started bleeding a large amount from the right axillary jp drain. The patient became hypotensive. The right axillary chest was re-opened and washed out. Blood stopped leaking from the red plug after the washout. The medical doctor decided not to replace the impella 5.5 at this time. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.